Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was charging her implant and pressed the off button and then felt stimulation become very intense. The patient confirmed that she saw the power on reset message before charging. Troubleshooting had the patient perform a physician recharge mode and the issue was resolved. It was noted that the patient had experienced the overstimulation due to the power on reset message that was not cleared. The patient had an appointment with their healthcare provider and manufacturer representative on 12-feb and was going to charge the implant before that but wait to use it until they were seen. The indication for use was spinal pain.